Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stopped having as good of results about a month ago and she had been dribbling when she stood up. The patient stated that she took the batteries out of the patient programmer and didn't use it very much. Troubleshooting attempts were made and stimulation was on. The patient was on program 2 at 1.1v and raised to 1.3v. The patient confirmed feeling comfortable stimulation. The patient also mentioned that she had a urinary tract infection (uti) over the past weekend and she was soaking through her pads. The patient was redirected to her health care professional and wanted to know if she swims, does the chlorine or bleach cause a uti. There were no further symptoms or complications reported or anticipated.